Event description:
The user facility reported that the guide wire became damaged during a procedure in the right radial artery. Follow-up communication confirmed: resistance was met upon insertion of the wire; subsequently, the physician attempted to remove the wire through the needle but was unsuccessful; upon continued attempts to withdrawal the device it was noted that the guide wire had been ¿pulled apart¿; the physician then removed the entire wire and needle together from the patient; the initial procedure was completed successfully with another of the same device; and there were no patient complications due to the event.

Manufacturer narrative:
Results/conclusions - is based upon evaluation of user facility information & the returned sample; is based upon testing of reserve samples. The involved device was returned and evaluated. Examination confirmed: the distal tip of the wire appeared to be separated; the coil wire had been stretched causing it to unravel along the distal portion of the device; and the coil was trapped inside of the needle. Examination of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed that there was no evidence of a pre-existing defect or other anomaly and performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the return sample are consistent with damage to the guide wire due to manipulation of the device against resistance, subsequently causing the device to shear as it was removed through the entry needle. (B)(4).